Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) was unable to deliver medication. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023 h6: investigation summary customer returned (39) 32ga 4mm pro open loose pen needles from unknown lot# without teardrop labels. It was reported by the consumer that needle clog during priming, stated that there is no insulin flow. All the retuned pen needles visually examined and observed 25 pen needles with bent npe cannula, 1 broken npe cannulas and 13 without any damages. Clog test was performed on the pen needles without damages and no issues were found. Most likely the customer complaint needle clog occurred due to bent/broken npe cannula. As the samples return were open, root cause cannot be determined. Embecta was able to confirm the issue as bent/broken npe cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined as the return samples were open. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) was unable to deliver medication. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.